Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device being implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient returned to the hospital because while they were at home they began to have chest pain before passing out. It was noted that the patient had a pericardial effusion and would have a follow up echocardiogram with their cardiologist. There were no other complications that were reported to have occurred.